Manufacturer narrative:
Results: there is an ovalization in the distal tip of the catheter between 3.3 and 3.8 cm. There is another smaller ovalization centered 12.0 cm from the distal tip and a kink 14.5 cm from the distal tip. A 0.088" mandrel was introduced into the distal tip of the catheter and advanced proximally. The mandrel stopped at 3.4 cm into the catheter. The catheter is non functional. This same mandrel was introduced into the hub end and advanced distally. Friction was noted as the curved portions of the catheter were straightened over the mandrel, but progress continued until the mandrel stopped 14.6 cm from the distal tip. Conclusion: the damage noted in the complaint is confirmed. The ovalization described in the complaint and measured at approximately 12.0 cm from the distal tip, likely occurred due to patient anatomy based on the description of the event in which the physician was able to reposition the catheter and successfully advance devices past the restriction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician was performing a coil embolization of a 12mm superior hypothyseal aneurysm with the penumbra coil 400 system. The physician started the case with a 5f diagnostic catheter and decided to exchange for the 90 cm neuron max for his access tool for his stent assisted coil embolization procedure. He used the system as a long 6f sheath vs. An 8f guide catheter system. The arch was a difficult type 3 arch with a very difficult turn at the origin of the carotid. The physician was finally able to place the neuron max via an exchange to the mid cervical ica target after several attempts. The physician then removed the guide wire and inner dilator and took the px 400 over a transcend wire to place into the aneurysm. As the physician advanced the catheter a kink was observed in the neuron max, which resulted in damaging the guide wire and inhibiting the px 400 catheter to pass. The kink was notice near the origin of the carotid. Instead of removing the entire access system and replacing with a new one, the physician decided to pull back the neuron max slightly, and then he attempted to advance another guide wire with the px400 catheter pass the restriction. The adjustment of the neuron max allowed the system to successfully pass the initial area of restriction. The physician was then able to introduce the prowler select plus to deploy an enterprise stent. While introducing the second catheter some small resistance was encountered inside the neuron max but the physician was able to successful deploy the stent and proceed with the coil embolization with the penumbra coil 400. After the physician removed the catheter from the patient, a slight kink observed approximately 10" from the tip of the neuron max. The severe kink more proximal to the tip of the catheter was caused by the pa who was assisting in the procedure when she was trying to clean the catheter for return to penumbra.